Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the hospitalization was related to the device. The device no longer works and had failed them. The cause of the inability to connect was due to it being too old. They want an updated battery, one that would recharge itself. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient is in the hospital right now and is constipated really badly.. The caller stated that the bowel problems started a few months ago. The caller stated they tried to "hook up" the programmer but can't get it to activate. The caller also mentioned that they also changed batteries 3 times but it still would not connect. The caller reported the patient has not had a bowel movement in more than 2 weeks and has a diagnosis of severe constipation. Caller requested that someone from mdt come out to check and make sure the patient's ins was working. Agent reviewed very likely that implanted battery was dead given it's age.. The patient was redirected to the hcp to have the device checked.